Manufacturer narrative:
A device evaluation confirmed the customer allegation. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The insertion tube ore dome was missing. The adhesive of the bending section cover was missing. Cuts are observed in the forceps wire. Watertightness is not maintained due to wear of the operation part cover packing. Burning is observed on the forceps base. Discoloration is observed on the operation part. The universal cord collapsed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the angle wire of the duodenovideoscope was broken. The device was returned to olympus and an evaluation revealed, the adhesive part of the lighting lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: the operation manual ¿warnings and cautions.¿ olympus will continue to monitor field performance for this device.